Event description:
Per medical records provided by the attorney: on (B)(6) 2005 - patient underwent ventral incisional hernia repair with bard composix kugel patch, (B)(6) 2005 - pt has recurrent hernia and therefore physician repairs recurrence by overlapping a new bard composix kugel hernia patch on top of the old patch to repair recurrence which appeared to be a tear in the fascia just above the previous implant. On (B)(6) 2007 - pt has recurrent hernia and abdominal mass and is admitted for removal of previous mesh and lysis of adhesions. At this time both composix kugel patches were explanted; one had become separated from the abdominal wall and folded to form the mass some of which had adhered to the small bowel. All mesh was removed. Post-op after explant pt is doing well with no further abdominal mesh issues.

Manufacturer narrative:
Initial information reported by the attorney provided details regarding one mesh and this event was initially submitted in (B)(6) 2010 under rae (B)(4). However, review of medical records provided in (B)(6) 2010, identified a second mesh, implanted in (B)(6) 2005. Based on medical record review, the pt had and was treated for a recurrence and after a second bard mesh was implanted and sewn into the first developed another recurrence and possible migration. Recurrence is a known possible adverse event listed in the IFU. The report does not specify a specific device problem and no product was returned for evaluation, therefore, based on the currently available information, there is no indication that a failure in the device caused or contributed to the event.